Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and spoke with a siemens customer service engineer (cse) specialist over the phone. Upon the cse's instructions, the customer performed an ion-selective electrode (ise) maintenance and ran quality controls and patient samples, which were acceptable. The cause of the discordant sodium, potassium and chloride results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant sodium (na), potassium (k) and chloride (cl) results were obtained on four patient samples on an advia chemistry xpt instrument. The discordant results were not reported to the physician(s). After troubleshooting, the samples were repeated on the same instrument and resulted higher for na on patient 1, while the repeat results for k and cl on this patient were not provided by the customer. The initial and repeat results for the other three patients were also not provided by the customer. The repeat results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium, potassium and chloride results.